Manufacturer narrative:
Investigation into this event found that replacing the immunowash (iwf) tubing resolved the issue. Following the replacement of iwf tubing and recalibration, quality control results were acceptable. The root cause of this event is analyzer related.

Event description:
A customer observed positively biased, imprecise phyt qc results on the vitros 5.1 fs analyzer. Biased results of the direction and magnitude observed may result in inappropriate physician action. There was no report of patient harm as a result of this event.